Event description:
It was reported that the manufacturing representative was in the or using a lead when impedances were tested and all contact pairs showed greater than 10,000 ohms. The physician replaced the lead and impedances were within normal limits. No patient injury was reported. Actions required as a result of the event included that the device was not implanted. There were no patient symptoms or complications associated with the event. Before steering the lead up the epidural space, the doctor tried to kink the stylet though the lead without retracting the stylet out of the lead. The manufacturing representative believed that this broke the electrodes. The device was used with/in the patient. The patient¿s status after the device was removed was recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator; product ID neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis of lead lot number va0r05n042 found no anomaly.